Event description:
Related manufacturer report number: 2017865-2025-15483. It was reported that the patient was feeling fatigued over several days and started doing pushups on (B)(6) 2024, after which he experiences 2 shocks. Emergency services were called, and he was brought to the emergency room for further evaluation. Interrogation in the emergency room on (B)(6) 2024 showed appropriate therapy for monomorphic ventricular tachycardia (mmvt), but after his first shock, noise on the right ventricular (rv) lead only, which resulted in inappropriate shock was observed. It was noted that high capture thresholds were also observed on the right atrial (ra) and right ventricular (rv) leads. The ra and rv leads were capped on (B)(6) 2024 and replaced. The patient was discharged in stable condition.